Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube connector broke making it impossible to connect to the oer-elite. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts additional information from the user regarding the event was not made available. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of connecting tube, which broke the lever and the tube was unable to be connected. The user may have applied force toward incorrect direction. However, because the subject device was not returned, the reported event could not be confirmed and a definitive root cause could not be determined. The user can detect the event by conducting the inspection below. "Preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.